Event description:
The customer reported that the device failed to discharge via pads during use. Paddles were used to successfully deliver the energy. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge via pads during use. Paddles were used to successfully deliver the energy. No adverse pt impact was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.